Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to prime alarm. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump received with normal operating current. The insulin pump passed self-test. The insulin pump passed off no power test. The insulin pump received with minor scratches on lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 189 mg/dl. The customer stated that insulin squirted out during manual prime. The customer was disconnected during manual prime. The customer stated that the pump was not dropped or bumped. The customer stated that the pump had no water contact. The customer stated that the drive support cap was not damaged. The customer will be sent a replacement pump.